Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an abs-10060r angel machines sensor is not working. The solid blue light is indicating that the device is working but it will not pull the blood. The issue was discovered during the case. There were no adverse effects on the patient.

Manufacturer narrative:
Additional information: h6. The complaint is confirmed. One unpackaged abs-10060r seral (B)(6) was received for evaluation. Upon visual inspection, marks, scratches, and damage were noted on the back and front of the device housing. It was noted that the blue high-specificity 3st light sensor did not work as intended, and an error message was received on the device screen. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. The evaluator attempted to process sixty ml of human whole blood (13% acd-a) with standard settings at seven percent hematocrit. However, the ¿light sensor calibration failure¿ alarm appeared, which prevents the user from starting a cycle. The evaluator power cycled the console twice more and received the same error a total of three times. Thus, the complaint was replicated, and the console was unable to process any whole blood. A cause of the reported failure can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2014.